Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107 and 109) was isolated to the c19 capacitor being damaged on the defibrillator pca. The root cause for the damaged c19 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying service codes.